Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "add gel" alarm was an open connection within the distribution node. The blue wire from the rear therapy electrode to termination point te2 (fire_gel_b) on the distribution node pca had been pulled away from its solder connection resulting in the open connection. The root cause of the open connection was excessive force on the cable. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
The wife of a male pt contacted lifecor customer support to report that she is out of the gel packets, and the monitor is continuing to alarm to "add gel". Support had the pt perform a download which revealed several gel release flags. Support asked the wife if the belt had released the blue gel and she replied that it had not. A replacement electrode belt was provided.